Manufacturer narrative:
The failure analysis and testing dept. Received part power management, rohs with a reported unit failure of the unit cannot be turned off using the on/off switch. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave. When the fat dept. Installed the board into the cardiosave, a beep was immediately heard and the unit turned on without pressing the on/off button. The unit would not turn off by pressing the on/off button. The unit would only shut down when the ac was pulled form the unit, or the battery was ejected. The fat dept. Duplicated the failure that the customer had experienced. Sending the board to the supplier for failure analysis. Failure analysis received from the supplier. They stated perform visual check, result no abnormality found, board was re-tested at fct. Result failed step 4.10.5.6.2 "channel adc6 - vbulk_mon, check voltage" and step 4.10.5.6.3 "channel adc6 - vbulk_mon, verify voltage". Perform troubleshooting on the board. Found q31,q33,q35 defective. Probable root cause for this part is not directly stated. Retaining the part in the failure analysis and testing department per procedure. The failure analysis and testing dept. Received power management with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat dept. Was able to replicate the complaint of the batteries not charging. Sending the board to the supplier. Failure analysis received from the supplier. They stated the part passed testing. Root cause for this part is impossible to define as the problem was replicated during the initial investigation. Retaining the part in the failure analysis and testing department.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that when the device was on standby, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shutdown. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.